Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that one year ago during a check of this implantable cardioverter defibrillator (ICD) the battery life estimated was four years. Six months ago, the battery showed two and a half years remaining and most recently the battery life showed less than three months remaining. A request for a battery check was needed. A review of the device data confirmed that the device was depleting prematurely and should be replaced and returned for analysis. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that one year ago during a check of this implantable cardioverter defibrillator (ICD) the battery life estimated was four years. Six months ago, the battery showed two and a half years remaining and most recently the battery life showed less than three months remaining. A request for a battery check was needed. A review of the device data confirmed that the device was depleting prematurely and should be replaced and returned for analysis. The device was subsequently explanted but will not be returned due to a risk of an infection and the hospitals inability to retrieve the device. No additional adverse patient effects were reported.

Event description:
It was reported that one year ago during a check of this implantable cardioverter defibrillator (ICD) the battery life estimated was four years. Six months ago, the battery showed two and a half years remaining and most recently the battery life showed less than three months remaining. A request for a battery check was needed. A review of the device data confirmed that the device was depleting prematurely and should be replaced and returned for analysis. No adverse patient effects were reported. The device remains implanted to date.